Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for endovascular treatment of a 62mm abdominal aortic aneurysm. At the index procedure the proximal aortic neck measured 32mm and remains 32mm follow up. Vessel angulation was also noted. It was reported approximately 7 years post the index procedure the patient presented with pain. A CT identified a type ia endoleak. The physician elected to perform intervention at this time and an endurant ii aortic cuff and aortic extension were implanted. It was reported that the type ia endoleak was unresolved after the aortic extension had been implanted. The physician opted to additionally implant endoanchors to restore stent graft apposition to wall, however the type ia endoleak persisted. Per the physician, the cause of the event was due to disease progression in the neck which in turn affected the neck seal zone. No additional clinical sequalae were reported and the patient will be monitored.